Event description:
Pt started on levophed drip for decreased bp, levophed necessarily titrated up over a period of the hour with little to no response in pt's blood pressure. Rn reported to charge nurse change in pt status, and idea to change new baxter IV pump out to an old IV pump. There is a known problem with new IV pumps where baxter reps have come to hospital. The work around for the ICU is to use the old pumps if a problem is suspected. The nurse disconnected the tubing from the pt and noted the drips coming from the tubing were coming at an inconsistent rate. The nurse set up and changed the levophed to one of the older IV pumps and noted a response to the pt's blood pressure and was able to then start titrating the medication back down. The nurse filled out a work order and I am unable to retrieve the work order number from the website. As she was placing the pulled tagged IV pump on the counter, the pharmacist (B)(6) walked by and asked what was happening. She explained what happened and (B)(6) said he was supposed to pull the pump, so the nurse handed him the tagged pump. I do not have the equipment number and have talked to the pharmacist on today who reports there is no pump in the pharmacy office. He is asking the supervisor about this as well. The IV fluids were not chilled, levophed was checked out from the pixis machine. The pump was correctly set up as well. Uid - not recorded.